Event description:
Healthcare professional reported capsular contracture baker grade IV. Device remains implanted. This case relates to the right side. Healthcare provider later reported seroma and migration.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration, capsular contracture, and seroma.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported capsular contracture baker grade IV. Device remains implanted. This case relates to the right side. Healthcare provider later reported ¿device has lobulated contours, presence of abundant peri-prothesis liquid, axillary ganglia of the right side with hypertensive signal in silicone only sequence. Silicone material might not be discarded in the findings¿.